Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op,threads inside tulip head got damaged during rod rotation and set screws were unable to seat and break off. Product came in contact with the patient. No fragments of the implant remained in the patient. No patient complications were reported.